Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple volume discrepancies occurred. On (B)(6) 2012, the expected reservoir volume (erv) and actual reservoir volume (arv) were 8.6ml. On (B)(6) 2012, the erv was 7.9ml and the arv was 8ml. On (B)(6) 2012, the erv was 7.9ml and the arv was 7.5ml. On (B)(6) 2012, the erv was 8ml and the arv was 9ml. On (B)(6) 2012, the erv was 9.7ml and the arv was 11ml. On (B)(6) 2013, the erv was 16.9ml and the arv was 19ml. On (B)(6) 2013, the erv was 7.2ml and the arv was 10ml. On (B)(6) 2013, the erv was 3.5ml and the arv was 8ml. On (B)(6) 2013, the erv was 4.9ml and the arv was 7ml. On (B)(6) 2013, the erv was 5ml and the arv was 11ml. On (B)(6) 2013, the erv was 2.9ml and the arv was 8.5ml. On (B)(6) 2013, the erv was 4.2ml and the arv was 9ml. On (B)(6) 2013, the erv was 8.7ml and the arv was 12.9ml. On (B)(6) 2013, the erv was 3.5ml and the arv was 9ml. On (B)(6) 2013, the erv was 8.1ml and the arv was 13ml. On (B)(6) 2013, the erv was 1.1ml and the arv was 8.5ml. On (B)(6) 2014-01-14, the erv was 4.3ml and the arv 10.8ml. On (B)(6) 2014, the erv was 14ml and the arv was 19ml. On (B)(6) 2014, the erv was 2.9ml and the arv was 10ml. On (B)(6) 2014, the erv was 6.7ml and the arv was 14ml. On (B)(6) 2014, the erv was 6.4ml and the arv was 13ml. On (B)(6) 2014, the erv was 1.9ml and the arv was 7.5ml. On (B)(6) 2014, the erv was 4.3ml and the arv was 14ml. On (B)(6) 2014 and (B)(6) 2014, the ervs were 5.4ml and the arvs were 12ml. On (B)(6) 2014, the erv was 5.4ml and the arv was 13ml. The cause of the volume discrepancies was not determined. No troubleshooting, interventions or further actions were taken to resolve the issue. It was noted that, on (B)(6) 2014, the patient began experiencing increased fatigue. On (B)(6) 2014, the patient got a chest cold, which resolved on (B)(6) 2014. The device system was used to deliver remodulin 12.396mg/day at 10mg/ml. The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.